Manufacturer narrative:
D9, h3 correction: device returning updated status from ni to not returning.h6 correction: type of investigation code 4114 removed, 4115 added.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record for this lot, similar complaint, and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, an unknown failure occurred with three prostyle devices in a row. The body of the fourth prostyle device broke while pushing the plunger. The sheath was upsized to an 18f sheath, but the evar procedure was abandoned. Hemostasis was achieved with surgery. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.